Event description:
It was reported that the patient's device reached elective replacement indications and automatically went to vvi 65 pacing. The patient is atrial dependent and paced aai. The mode change caused the patient to feel bad due to the feeling of the heart rate at 65bpm. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.